Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with laptop 2200 ventilator which occurred while the vent was being used, it stopped operating. When it stopped operating, the alarm also stopped, and the alarm indicator was blinking. The vent did not restart five to ten min after it was deactivated. It operated normally after someone started it up manually. An alternative ventilation was provided to prevent patient harm. No allegation of patient harm was reported.

Manufacturer narrative:
Device evaluation : g3, g6, h2, h3, h6 and h10 . Results of investigation: vyaire medical received the suspect device for evaluation. Visual inspection of the uut (unit under test) found no indications of damage or misuse. The uut was then installed on a test stand to undergo testing. The battery check button was pressed with no resulting display from the uut. The uut was connected to external power and was found to immediately start, cycling and alarming in the customer settings. The uut was stopped by normal means using the power/standby button. After stopping it was found the uut would not re-start. There was no response to pressing the power/standby button. Troubleshooting found an electrical short was present. The short was caused by a 6 volt supply to the o2 blender (conductor #3) being pinched at the motor pcba standoff. With the uut running, shorting the o2 blender 6vdc supply to dc ground would result in the uut immediately shutting down. Once the electrical short was established, the uut would not be able to restart. Due to the nature of this short, the results were intermittent. With the electrical short cleared, the event trace would log an ln vent1 entry at the time the short occurred. With regard to uut functional, the post and event trace were produced and reviewed. A check of vent op/usage found the ventilator has 12929.9 hours of operation. A review of the ventilator maintenance record found that prior to the time of the event the client had replaced the solenoid manifold (sm(B)(6)) for a reported leak. The original complaint was duplicated in the fa lab. The uut was tested and found to have damage resulting in an electrical malfunction. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available